Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor, and after toggling cgm settings from g6 to g7, the user was able to initiate sensor start and enter the 4-digit pairing code; user education and troubleshooting were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and guided troubleshooting to verify correct cgm selection and pairing process. Investigation of this case revealed a temporary cgm selection configuration issue that was resolved by resetting the cgm setting and reinitiating pairing, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a configuration-related pairing interruption resolved through troubleshooting.